Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 12/6/2024.

Event description:
Healthcare professional reported left side "rupture/deflation". Later, healthcare professional reported implant exchange with no complaint against the device. Healthcare professional later reported "leak". Device has been explanted.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Healthcare professional reported left side "rupture/deflation". Later, healthcare professional reported implant exchange with no complaint against the device. Healthcare professional later reported "leak". Device has been explanted.

Event description:
Healthcare professional reported left side "rupture/deflation". Later, healthcare professional reported implant exchange with no complaint against the device. Healthcare professional later reported "leak". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.